Event description:
Customer¿s blood glucose level was "high"; although specific value was not provided. Bg level was addressed with a correction manual insulin therapy and with a correction bolus via the pump. Reportedly, the cartridge had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text: device not retuned.